Event description:
It was reported that the merlin transmitter displayed inaccurate longevity estimates. The correct longevity was calculated based on previous recordings. The patient will be followed up based on the calculated longevity estimate.